Manufacturer narrative:
Block h6: imdrf patient code code e0506 is being used to capture the reportable event of hemorrhage, major.

Event description:
It was reported to boston scientific corporation that an injection gold probe needle was used during an upper gi endoscopy procedure performed on (B)(6) 2023. On (B)(6) 2023, the patient experienced bleeding/hemorrhage, and on the same day, the patient underwent another upper gi for hemostasis.